Event description:
Customer states that she attempted to use the aviva meter, but was unable to obtain a reading due to error messages. Customer was feeling ill and passed out for approximately 10-15 minutes. When the customer came to, she attempted to test and received more error messages and was incapable of self-treatment. After many attempts, the customer obtained a reading of 30 mg/dl and continued to feel hypoglycemic. Customer was treated with peaches, juice, (B)(6) and a 4 gram glucose tablet by her grandkids. Customer retested at 53 mg/dl about 12 minutes after the reading of 30 mg/dl. Customer felt better about 20 minutes after treatment. Requested return of suspect device and strips, and replacement was sent.